Event description:
It was reported that during a magen (stomach) bypass procedure, the devices did not function with the footswitch, and no hand activation was possible. The procedure was completed with a same like product. Pt consequence unknown.

Manufacturer narrative:
Eval summary: the devices were received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The devices were tested on a generator and it was found that the hand control switch assembly buttons were not functional, however it the footswitch activation was functional. Complaint info is trended on a regular basis to determine if further investigation is warranted. Our manufacturing batch history review identified that a missing drive gear issue was detected during the manufacturing of one of these lots. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release was met before this batch was released for distribution.